Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code and "ventilator inoperative" code were found in the ventilator's downloaded error log. The device's system board and machine flow sensor need to be replaced to address the issues. The device had evidence of contamination.